Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to an elevated blood glucose (bg) level; bg value was not provided. At the time of the report with tandem technical support the customer declined to provide additional information. Multiple attempts were made to follow up with the customer; however, no response was received.